Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a nephrostomy procedure a wire shredded during removal from the dilator. The physician was able to snare to remove the wire. There was not any part of the device that detached within the patient. Another device was used to complete the procedure.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, dimensional verification, manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The returned device was visually examined. Elongation of the device was noted beginning at 58.0 cm from the proximal end. Based on the description of the event it is possible that the wire guide tip caught on the introducing needle and force beyond design requirements was used to remove the guide. A caution label is affixed to the wire guide protective shipping tube that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.